Event description:
It was reported on (B)(6) 2010, the pt was unable to adjust stimulation. The pt stated that he fully charged the device the previous night. The pt was unable to "get past the poor communication screen." The pt reported that he did not use an antenna, and that he had a helper placing the programmer on the implant. The pt was traveling and did not have a recharger with him. It also was reported that the pt experienced a "warm sensation" in or around the implantable neuro stimulator ("ins") pocket during recharging. The pt reported that during the end of his recharging session, the recharger "burned" his skin and left a "disk mark." The pt applied neosporin on the site and it was "all healed" the next day with no disk mark remaining. On (B)(6) 2010, there was a problem with the pt programmer. Stimulation could not be adjusted unless the antenna was attached. On (B)(6) 2010, the pt reported that stimulation was intermittent. The stimulator could not be adjusted. The display showed the "call your doctor" icon and a code 574 (no program and set were saved by the physician programmer). The pt stated that stimulation also had become intermittent "twice in (B)(6)." The pt stated that since "last monday", the stimulation was "not quite hitting the right area" unless he turned the stimulation "up high." The pt was supposed to get stimulation in the right lower leg, but was getting stimulation in his hip and thigh at the high setting. The pt reported feeling no stimulation on sunday even though he set the stimulation level to 10.50. The pt stated that later in the day, he felt stimulation again, which caused him to "fall to the ground" because the stimulation still was set to 10.50. The programmer then displayed code 574. The pt reported no stimulation sensation. The pt indicated that there was no known accident or incident related to this complaint. The pt's status was unk. The pt was referred to his health care professional ("hcp"), and was scheduled to meet with his hcp on (B)(6) 2010. It was reported that the ins was not properly initialized by the physician programmer. It was reported on (B)(6) 2010 that impedances were within normal levels and that the pt was to undergo CT scan. It was reported on (B)(6) 2010 that one electrode had high impedance and the stimulator was reprogrammed so that the other electrodes "recaptured" the pt's stimulation. It was reported that the pt did not have any more problems with "burns" and that he would be using a t-shirt between his skin and the recharging unit.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.